Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reset system power manager (spm) and power cycled twice. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the robot is showing error 819. Robot was the only part of the system in the operating room at the time of the call so live status was not working in artemis. Technical support engineer (tse) had nurse move the robot and plug it into a different outlet, error 824 appeared. Tse then nurse hard power cycle the system, error 824 continued. Per the nurse, the battery led is showing 1 red solid light. Tse had nurse unplug the robot from the wall and the robot instantly shut off. Tse advised nurse to keep the robot plugged in for the next couple to see if charging resumes. The procedure was completed with no reported injury.